Event description:
Patient was revised to address hip pain. Poly wear and osteolysis discovered intraoperatively.

Manufacturer narrative:
The reason for return was confirmed. The reported oversensing was due to damaged/abraded outer insulation of the is-1 connector leg. The outer insulation was damaged/abraded due to friction to the ICD can.